Event description:
Additional information: it was later reported that they "had decided the patient was not having hallucinations due to the pump and no changes were made to the pump bases on dosing". Further information obtained from the healthcare provider (hcp) noted that they never did find out what caused the hallucinations; patient went to the ER and was admitted. They ran all "sorts of tests". Initially they thought that it was infection but the cultures came out negative. They did a dye study and a roller study and both were normal. The MRI and CT's were normal as well as all her urine and blood work. She started to have trouble breathing and they intubated her. She spent several days in the hospital and was then discharged. There was no "concrete diagnosis but withdrawal was suspected". Drugs delivered via the device were confirmed to be dilaudid 10 mg/ml at 1.59 mg/day and compounded baclofen 400 mcg/ml at 63.97 mcg/day.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced hallucinations and was in the intensive care unit (ICU). No additional information was provided. According to the device manufacturing registry, the drug delivered via pump was morphine. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835 serial# (B)(4) product type programmer, patient; product ID 8731sc serial# (B)(4) implanted: (B)(6) 2011 product type catheter. (B)(4).